Event description:
Endovascular graft was placed with contralateral leg graft noted to land short of the desired landing zone. Physician elected to place a main body extension of the appropriate diameter distal to the leg graft in order to extend the graft while providing more securement and radial force at the landing zone, since the pt's aneurysm extended into the left common iliac artery. Main body extension was placed successfully. Final angiogram viewed patent hypogastrics and no indication of endoleak presence.